Event description:
On the event date, the pt reported elevated blood glucose readings of up to 367 mg/dl. Symptoms were dry moth, chest pain, and feeling "weird" and she treated her readings by bolusing insulin. During troubleshooting, the pt noticed her insulin infusion set was leaking at the luer lock. She said the luer lock is not cracked. The pt changed and primed the insulin set tubing last night. She stated her finger tightens the luer lock when she changes the tubing and a day later the connection will be "loose". She said this has happened 6 times in the last 2 months. The pt tightened the luer lock. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.